Event description:
It was reported that battery was draining quickly, and pump software could not be updated. No information was provided regarding any impact to the customer¿s blood glucose level. Customer stated that no further assistance was needed and no additional information was received regarding the outcome of the event.